Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced and relocated to bring more superficial. The patient was doing well postoperatively, and the device will not be returned.